Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead was exhibiting low impedance and oversensing noise. Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
New information noted the right ventricular lead was exhibiting low pacing impedance.